Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hypoglycemic event. The patient was not wearing the cgm at the time and fell asleep, where patient then experienced hypoglycemia and was taken to the hospital by the paramedics on (B)(6) 2015. Patient had a blood glucose reading of 9 mg/dl and was administered food and dextrose through IV until the doctor felt that the patient's levels had returned to normal. At the time of contact with dexcom technical support, patient was in good condition and no further medical intervention or injuries were reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the problem could not be confirmed, therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.